Manufacturer narrative:
(B)(6 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the over pouch. The device was filled with flucloxacillin. This occurred before use. The customer reported that the luer lock may have been loosened during transit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 16j001 was manufactured september 1, 2016 ¿ september 3, 2016. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph noted that drug solution had leaked into the overpouch. The exact location of leakage on the device and the cause of leakage could not be determined via the photos. The reported condition was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.